Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and was partially explanted and replaced. The implantable pulse generator (ipg) had an early battery depletion and was explanted and replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.